Event description:
Female surgical technician developed red/raw/inflamed hands after wearing the glove. Her hands also hurt to move, and she was off from work. She saw a physician and had testing done. The physician's office contacted cardinal.

Manufacturer narrative:
No sample or lot number was provided by the customer, therefore, the device history record could not be reviewed. Historical trending was done. The product passed the requirements of the primary skin irritation test per the technical services report. The exact cause of the skin irritation could not be determined. The esteem neu-thera glove has passed a series of tests prescribed by regulatory agencies for the intended use. However, the possibility of an individual experiencing a reaction to certain chemicals that are used during the manufacturing process cannot be ruled out. We will continue to monitor complaints for any trends.